Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 5/6 of their automated peritoneal dialysis therapy. Per initial report, the home pt disconnected their transfer set from the pt line of the homechoice set during drain 5/6. The home pt then reconnected themselves to the setup and received the alarm. Baxter's technical service center assisted the home pt in ending the therapy early. The home pt completed therapy by setting up with the same supplies. No pt injury or medical intervention was indicated at the time of the initial report.